Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2024 a 12.6mm, vticm5_12.6, -11.0/2.00/071 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the left eye (os). There was no patient injury. Intraoperatively the lens was removed. The cause of the event was reported as unknown, the reporter stated " I see a large tear when I inject the iol in ac". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.